Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after an external power outage that there were multiple telemetry beds not being monitored any longer. There were about 40 beds total in the third floor pcu telemetry affected. The network was in use monitoring multiple patients and no adverse event involving patient or user was reported.